Event description:
Complainant alleged that while attempting to defibrillate a patient, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that subsequent testing did not duplicate the reported malfunction and the state padz used have been disposed of and will not be returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.